Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate shocks. Egms indicated a lead anomaly. The lead was replaced.

Manufacturer narrative:
Analysis found the outer coil was squeezed and damaged the inner insulation due to a short circuit between the outer and inner coil. This damage would cause noise and deliver inappropriate therapies.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.